Event description:
Additional information was received from manufacturer representative (rep) who reported that the cause of the implantable neurostimulator (ins) burning/heating during recharge was unknown. They reported that the recharging speed was changed from 4-3. It is unknown if the issue has been resolved as the patient has not provided feedback yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that they spoke with the patient and she reported that she has not experienced the burning sensation since she last time she experienced it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator. The reason for the call was to inquire about an ipg that has been warming up or causing a burning sensation only during charging sessions. The caller stated that the patient originally reported this to the rep within the past three months, the patient called again yesterday saying that it happened again and it is burning her to the point that it is painful. The issue started within the past 3 months. They changed the charging speed today from 4 to 3 to see if that improves the sensation. The caller was not with the patient. Tss (technical services) reviewed information about charging.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.